Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a procedure, a pericardial effusion was noted after ablation was completed which required pericardiocentesis. The patient became hypotensive and so medication to control the patient's blood pressure was administered. By the end of the procedure, the medications were no longer able to control the blood pressure. An intracardiac echocardiography confirmed there was a pericardial effusion which required a pericardiocentesis that removed 500 ml of fluid. The patient is now stable. There were no alleged issues with any devices during the procedure. It is thought by the physician that the pericardial effusion occurred during transseptal puncture.